Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils were not located in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and post ablation tubal sterilisation syndrome ("tubal syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion and post ablation tubal sterilisation syndrome outcome was unknown. The reporter considered device expulsion and post ablation tubal sterilisation syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: tubes were blocked. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils were not located in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and post ablation tubal sterilisation syndrome ("tubal syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered device expulsion and post ablation tubal sterilisation syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2014: tubes were blocked. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.